Event description:
It was reported that pump insulin gauge displayed amount different than caller expected, with fill estimate repeatedly lower than anticipated despite use of new insulin and correct filling steps. There was no reported impact to the customer¿s blood glucose level. Caller, with guidance from technical support, reloaded same cartridge, delivered test bolus while disconnected, and then filled and loaded new cartridge, after which displayed fill estimate matched expected amount within acceptable range, and original cartridge was returned for replacement, resolving issue.